Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the product shipment record found no problem with the device. Based on the results of the investigation, it was assumed that the image was not displayed could be due to the cable could be broken and the video communication could not be communicated to the processor. Cable breakage may be due to user handling. As stated on the IFU (instruction for use) the user manual states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Event description:
As reported, picture is no good, blurred image. The issue occurred during preparation for use. There is no patient involvement on this reported event. No user injury reported. Device return evaluation found faulty cable unit.

Manufacturer narrative:
The subject device was received and evaluated. Inspection of the unit found there is no image displayed due to a faulty cable unit. A dent on the tip of video connector was also observed. Based on evaluation findings the reported issue was found to be attributed to a faulty cable unit. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿